Event description:
A malfunction alarm identified as malf 12 was reported. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the pump was confirmed to be functioning properly afterward, without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reappeared.